Event description:
It was reported that revision surgery was performed due to osteolysis. Pain, weakness of the legs and hips, elevated cobalt and chromium levels and fluid accumulations around the hip reported.

Manufacturer narrative:
These combination of devices constitutes an off label application in the united states.